Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6, g.1.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a missing piece of the shell, a flat crease and underweight. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on the anterior side due to surgical damage and missing piece of the shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.